Event description:
It was reported that pump displayed malfunction message malf 16 with additional malfunction code information, and no notable events occurred prior to the issue. There was no reported impact to the customer¿s blood glucose level because the caller declined to provide information about blood glucose values. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, and directed customer to return malfunctioning pump using prepaid label within 10 days, which customer acknowledged and understood.